Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened express bolus and escape buttons dome switch. No unlocked lcd keypad connector. No unexpected frozen screen anomalies noted. The insulin pump had cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's display was frozen and the keypad was unresponsive. Blood glucose level at the time of the incident was 426 mg/dl. The caller did not recall any significant events leading up to this issue. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.